Event description:
It has been reported to philips that couldn't make a connection to read pacer ECG leads. Crew unplugged and plugged the cable, cleaned and then eventually replaced the electrodes. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.